Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale an impella cp device was inserted via the right femoral artery in a 73-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs) scai stage e, with a history of coronary artery disease. After arrival to the cicu, the clinical team observed hemolysis, which showed some improvement over time. Pump placement was confirmed to be optimal, and the team initiated afterload-reduction strategies. An initially elevated afterload was considered a contributing factor. The patient survived to explant. The reported hemolysis is a known risk described in the instructions for use and may plausibly be related to the patient's hemodynamic instability and underlying critical condition.

Manufacturer narrative:
Additional information was received regarding the device¿s final disposition. According to the response, the device is not available for return, as it has been discarded. The no product return investigation, as documented in follow-up 1 report, remains unchanged.

Manufacturer narrative:
Corrected information has been provided in d1. Hemolysis/mechanical interaction with blood: the cause of the hemolysis issue was not determined due to lack of clinical details, no product or data logs returned for analysis.